Manufacturer narrative:
The biomedical engineer reported that the vital signs were not populating; some were being deleted or lost. There was also a report of a patient that had a run of vtac and the monitor did not alarm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. No patient harm was reported.

Event description:
The biomedical engineer reported that the vital signs were not populating; some were being deleted or lost. There was also a report of a patient that had a run of vtac and the monitor did not alarm.

Event description:
The biomedical engineer reported that the vital signs were not populating; some were being deleted or lost. There was also a report of a patient that had a run of vtac and the monitor did not alarm.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2018, customer at phelps county regional medical center reported vitals not populating on cgs-9100g-s. The details of the device with the issue have not been reported at the time of complaint, such reports are addressed under CAPA-18-033. Service requested: assistance in troubleshooting. Service performed: customer reported issue related to unit for not pulling vitals over, loosing and deleting of vitals, pulling doctors name when they haven't been put in by staff. Also, unit did not alarm at the time of vtach on a patient in room 2. Nkts requested hl7 for assistance in troubleshooting the issue. Hl7 team called back to the customer requesting further details on the issues related to reported incidents. Customer reported that one of the issue was self-resolved, however the customer will call back with cross verifying the details from staff. Customer stopped communicating after multiple attempts. The root cause of the issue could not be identified as customer stopped communicating after multiple attempts. Investigation result(s): root cause of the issue could not be identified as customer stopped communicating after multiple attempts. Review of product family history found no previously reported similar issues. No further details on the device history as well as product family history could be collected due to unavailability of device information provided by the customer.